Event description:
Additional information received reported that during the lead revision, the helix would not retract during repositioning attempts.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received reported that the lead also exhibited high pacing threshold measurements. The cause of the high threshold and loss of capture was not determined. The lead was in position and impedance measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and dried blood was present around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of the lead found that the inner coil was deformed near the lead tip. Laboratory testing was unable to reproduce the reported loss of capture or high pacing threshold measurements. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems; however, it is likely that the deformed inner conductor coil, as well as dried blood within the helix housing, impacted the ability to retract the helix. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. A surgical revision was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.